Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.

Event description:
Dexcom was made aware on 06/03/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the physician reported on the patient's behalf. The patient experienced a skin reaction with an infection four days after the sensor was inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. On an unspecified date, the patient consulted a physician via phone text and reported he developed redness, inflammation, and an infection extending beyond the patch perimeter. The patient had pain in the area and decided to remove the sensor. Photo of the skin reaction in the complaint record was reviewed. The photo confirmed the skin reaction. Per phone text attachments, the patient informed the physician he started taking an unspecified oral antibiotic medication he had on hand and stated he ¿should be fine.¿ a photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.